Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing elevated blood glucose (bg) levels since the previous night. Reportedly, bg levels rose from 100 to 180, and were at 324 mg/dl at the time of the call. Customer treated elevated bgs by administering correction boluses. System check was performed with tandem technical support, and the pump performed as intended. Recommendation was made that the customer discuss bgs with their healthcare provider.